Event description:
It was reported by the physician¿s office that the the patient's lead had migrated. Reprogramming was attempted but was unsuccessful in gaining any coverage. The patient denies any recent trauma. Surgical intervention was undertaken on (B)(6) 2018 during which the existing lead was repositioned only and not explanted. Stimulation therapy was reportedly restored postoperatively.